Event description:
A journal article was reviewed that contained information regarding this device. The patient had episodes of tachycardia. The device appeared to fail to capture the ventricle. There is question of whether or not the device really had initiated the tachycardia, as first thought. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "ICD problems - is the device to blame?" Pace pacing clin. Electrophysiol. July 1 2011;34(7):907-908.